Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lead could not be reporsitioned and then the physician decided to replace it. No additional adverse patient effects were reported. The lead was out of service.